Event description:
Customer reported on (B)(6) 2011 that a blood culture tube shattered when inoculated with blood on (B)(6) 2011. Blood splattered over wall and 2 people. No other injuries to the 2 people involved due to shattering (glass did not puncture skin).

Manufacturer narrative:
Lot 031422 was manufactured on 11/17/2010 and consisted of (B)(4). (B)(4). There was one defect noted for a broken tube during the assembly operation. No tubes were broken during the testing process. There were no internal rejects associated with this lot of production. Investigation: no samples were returned for investigation. The defect could not be confirmed. If a defect condition is detected, product would have been rejected and dispositioned appropriately. This is the only event of this nature for this lot.

Event description:
Customer reported on (B)(6) 2011 that a blood culture tube shattered when inoculated with blood on (B)(6) 2011. Blood splattered over wall and 2 people. No other injuries to the 2 people involved due to shattering (glass did not puncture skin).

Manufacturer narrative:
Lot 031422 was manufactured on 11/17/2010 and consisted of (B)(4). (B)(4). There was one defect noted for a broken tube during the assembly operation. No tubes were broken during the testing process. There were no internal rejects associated with this lot of production. Investigation: no samples were returned for investigation. The defect could not be confirmed. If a defect condition is detected, product would have been rejected and dispositioned appropriately. This is the only event of this nature for this lot.